Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR report: 1627487-2016-05334 and 1627487-2016-05336. It was reported the patient had her scs system removed. The patient stated the system was ineffective in relieving her pain and she had not used her scs system in over a year.